Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging that the control solution was missing from her package. A medical surveillance specialist (mss) contacted the pt on (B) (6) 2010; however, the pt disconnected the call and mss was unable to ask any further clinical info based on the initial call that was placed to lfs on (B) (6) 2010. The pt mentioned that the issue happened approx 6 months ago, whether the control solution had been missing with her package. The pt did not exhibit any symptoms; however, within the last 30 days when to visit her physician at the doctor's office and was treated with glucose tablets/glucose gel. The pt did mention that the seal on the package was closed prior to opening the control solution. The products were replaced. No further clinical info was provided. It would have been helpful to know why kind of readings the pt obtained on the meter, whether she even tested her blood glucose on the lfs meter, why did she was treated at the physician's office. It would have also been helpful to know whether her blood glucose reading was taken in the physician's office. The complaint is being reported since the pt reported due to the missing product of the control solution, the pt went to the physician's office was received medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.